Event description:
Medex 4000-medfusion syringe pump began to emit smoke that filled a pt room and billowed into the hallway. Pump was hot and there was a smell of electrical fire. Pump was unplugged and removed from room. Device was taken to hill-rom office and evaluated by hill-rom and clinical engineering. Battery was removed from the back of pump and it was hot, singed/charred, and the battery and battery compartment was full of soot. It was also discovered that there was fluid coming from inside the pump. Subsequently, we have identified that there is a hair-line crack on the outer compartment of the pump on the top near where the tubing slides through the three guides. At the time of the event, it was discovered that a bag of fluids were leaking above the syringe pump and presumably onto the syringe pump. Our concern is that a fairly unnoticeable crack on the pump combined with a leaking fluid bag, could have resulted in a significant fire at the pt's bedside.